Event description:
The patient contacted animas on (B)(6) 2011 to report low blood glucose (bg) readings for the past 1 ½ to 2 weeks. The patient mentioned to customer support a recent low bg of 34mg/dl on the evening of (B)(6) 2012 with symptoms of shaky and sweaty. The patient reporting treating the low with orange juice and peanut butter and claimed her bg was back up to 87 mg/dl and the symptoms had abated. The patient informed customer support that she had disconnected from the pump. At the time of troubleshooting, the patient reported that she began to have the lows on a daily basis since her hcp made changes to her pump. The patient claimed her bg was running high prior to the lows and due to the highs her hcp increased the basal rates. The patient confirmed that her hcp made the changes to the pump basal rates and that she did not go into the settings and make any adjustments. The patient confirmed the pump was set to the correct date/time. During review of pump settings the patient reported a midnight and morning basal rate of .5 units; however, at 6pm her basal rate increased to 4 units for a total of 33 units/day. The patient could not confirm whether the 4 units/hour was correct. The patient was advised by customer support that if her basal rate was supposed to be 0.4 units per hours, then she was getting too much insulin (due to basal rate of 4 units/hr) and that would be the reason for the daily lows. During a follow-up call with the patient the following day, the patient reported a bg of 553mg/dl and claimed she did "not feel great". Customer support instructed her to contact her hcp. This complaint is being reported because, developed signs/symptoms of severe hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the evaluation revealed that the ez prime program on the pump was found to be working appropriately. A 29 hour flow accuracy test was also performed and the pump was found to be delivering within specifications. The remaining units were found to be correctly calculated and recorded in the pump's history. There were no alarms noted in the pump's history related to the reported event. Unrelated to the complaint, during a review of the of the pump's history, the time and date defaulted to factory settings and the time and date were found to be set incorrectly when the user tried to clear an alarm in the pump. The pump was disassembled and the internal battery was found to be leaking. The pump was powered off and then powered on for an hour and the date and time returned/defaulted to factory settings.